Event description:
It was reported that the day following implant, the left ventricular (lv) lead had pulled back and only had acceptable thresholds on one vector and right atrial (ra) lead dislodgement was observed via x-ray. During the revision procedure, it was noted the ra lead helix was still attached to the atrium, however, the slack on the ra lead had pulled back resulting in a high threshold. The ra lead insulation was punctured during the procedure and therefore, the ra lead was explanted and replaced. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.